Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) was within specification on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer site. After inspecting the instrument, the cse ran service methods on server 2, resulting within specifications. The cse ran quick check and qc, resulting within the expected ranges. The cause of the discordant, falsely low co2 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The first replicates obtained upon repeat were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer's site on the following dates: on (B)(6) 2017: the cse performed aliquot probe and small sample container cup alignments. On (B)(6) 2017: the cse replaced the vertical aliquot assembly. The cse ran auto alignment on the aliquoter and cycled it, after which intermittent error was obtained and probe was unable to home. The cse replaced the home sensor and detailed the vertical assembly, error continued. The cse installed and detailed original vertical aliquot assembly. The cse performed aliquoter, sample rack positioner, and sample rack server auto alignments. The cse verified sample rack baseplate alignment was set correctly. On (B)(6) 2017: the cse proactively replaced the control area network (can) board # 20. On (B)(6) 2017: the cse replaced the aliquoter vertical assembly a second time, after which no additional errors were reported. A siemens headquarter support center specialist (hsc) concluded the probable cause of the discordant, falsely low co2 results is sample specific, due to lack of proper sample aspiration and delivery to the cuvette from the aliquot space. Sample integrity cannot be ruled out as a contributing factor in this event.